Event description:
Reference number (B)(4). Event occurred in italy. It was reported that the patient went to the emergency room (ER) and eventually got hospitalized due to hyperglycemia on (B)(6) 2024 and also faced an event of bent cannula. The blood glucose level was 500 mg/dl at the time of event and the patient got treated with intravenous fluids of saline and insulin. The patient was released from the hospital on (B)(6) 2024. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.